Event description:
The first of two reports involving the same pt. A mayfield ultra base unit was involved in a scalp laceration during a pt procedure. The reporter described the event as; a pt incurred a scalp laceration during a procedure while using the ultra base unit. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.